Manufacturer narrative:
The hill-rom technician found nurse call button was not working. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The technician reconfigured the nurse call button to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call function was not working. The bed was located at the account in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).